Event description:
A customer contacted baxter's technical service center regarding a high drain 105 alarm that appeared on the homechoice (hc) display at the end of therapy, indicating increased intra-peritoneal volume (iipv) event. The home patient (hp) had talked to her nurse and had shut down the hc machine. The hp did not have symptoms at the time of the call and was not connected to the hc cycler either. The technical service representative (tsr) arranged a swap of the hc machine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, but she did not know the cause of the alarm. Per hp, she had no symptoms. The hp stated that she had discussed the alarm with her nurse. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue high drain 105 alarm was confirmed in the device logs. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty high drain 105 alarm. The device was determined to meet specifications for the reported difficulty high drain 105 alarm. The cause was determined to be use error; initial drain alarm setting was inappropriately programmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4) . The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.